Manufacturer narrative:
04-sep-2020 product investigation results: cause was traced to manufacturing. Action plan is in place.

Event description:
Consumer sent e-mail stating every tampon in the box was frayed, short, or missing strings. No injury was reported.